Event description:
Caller reported an issue with a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.